Event description:
A therakos distributor reported a blood leak. Blood was observed in the centrifuge area. The customer provided pictures of the faulty kit and the data key for an investigation.

Manufacturer narrative:
Batch record review: review of lot file a751 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot a751 was performed. There were 2 additional complaints reported for bowl leaks to date for this lot at the time of the investigation. No trends detected. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).